Event description:
International customer reported that the needle broke during surgery. The broken fragment remain in-situ within the cooper's ligament. There is no planned intervention to retrieve the fragment. No adverse pt consequences are reported.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.